Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: aneurysm/angina/ischemia/stenosis/dyspnea. Device malfunction: no device malfunction has been reported. It was reported that in 2008, the lesion was v stented in the acute marginal and the right coronary artery (rca); however, it formed an aneurysm above the stents. The physician opted to leave it alone at this time. In 2009, almost nine months post implant of the promus stents, the pt presented with dyspnea and angina. A stress test was performed and suggested ischemia involving the inferolateral wall. At the last catheterization, there appeared to be a small aneurysm formation proximal to placement of the two stents where kissing stent deployment was used. The two promus stents remain patent with a mild, 20% focal stenosis. Posteriorly, however, there is a small pseudo-aneurysm with no impingement of flow. The pseudo-aneurysm is probably due to the prior procedure, when kissing balloon angioplasty was performed. It appears to be stable. The pt is continuing medical therapy for now and waiting for symptoms. Once symptoms develop, this pt may need CABG. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system is being reported under the same manufacturer report number.